Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned outside the phenom 27 catheter. However, the pipeline flex braid was tuck within the catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~14.7cm from proximal end. In addition, the catheter body was found to be kinked at ~20.8cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery and retrieval as the braid was stuck inside the catheter. In addition, the pushwire and phenom 27 catheter were found to be damaged. From the damages seen on the hypotube (stretching); braid (frying); and catheter (kinking); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The vessel tortuosity was moderate and the catheter was continually flushed with heparanized saline as indicated in the IFU. Which eliminates these factors out as potential causes. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline became stuck in the phenom. The patient was undergoing aneurysm flow-diverting dense mesh stent implantation surgery for treatment of a fusiform, unruptured left vertebral artery aneurysm with a max diameter of 6 mm and a 9 mm neck diameter. The landing zone was 3.1 mm distally and 3.6 mm proximally. The access vessel was the right femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was that blood flow within the aneurysm slowed down. It was reported that it was planned to perform dense mesh stent implantation for a vertebral artery fusiform aneurysm. During the procedure, after the phenom microcatheter was positioned, a ped-300-35 stent was selected, properly hydrated, and prepared for delivery. However, the stent had significant resistance at the proximal end of the microcatheter and could not be advanced into the microcatheter. When the operator attempted to pull back the stent, the stent was found to be stuck at the proximal end of the catheter. A new phenom microcatheter and another stent were used instead to complete the procedure, and the first set of stent and phenom microcatheter were returned for evaluation. The pipeline became stuck in the proximal section. The physician released the load (slack) in the system in an attempt to resolve the issue; however, this did not resolve the issue. There was catheter resistance in the proximal section of the catheter. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The catheter was flushed continuously with heparanized saline. The pipeline was used for an indication that is not approved (off-label), vertebral artery aneurysm. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a navien guide catheter, phenom microcatheter.

Manufacturer narrative:
Continuation of d10: product ID ped-300-35 ((B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined.